Manufacturer narrative:
One cardiomems patient electronic system with pn (B)(4) and sn (B)(6) was received for evaluation. The reported complaint that the cmems device had a sparking power cord was confirmed by the findings of a frayed power cord. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power cord.

Event description:
The unit power cord was sparking, and was unplugged from the wall to prevent further sparking. The unit was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.